Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the specific root cause of the damaged cable could not be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found no image due to liquid intrusion of the charged coupled device. Additional evaluation findings are as follows: the cover of the cable was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the camera head had no image. There was no delay or report of patient harm.